Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an af ablation procedure, a blood leak occurred. After placing the sheath, prior to catheter insertion, blood began to leak from the hemostasis valve. The sheath was replaced and the procedure was competed with no adverse patient consequences. The device was discarded.